Event description:
The account alleges that the head section will not lower, resulting in an inability to achieve CPR.

Manufacturer narrative:
The account determined that the device would not be repaired due to other damage already existing (bent frame). Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.